Event description:
Customer reported system is displaying an ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B) (4).